Event description:
On (B)(6) 2018 pt arrived for abdomen MRI. Pt had advanced bionics hi res 90k advantage bilateral cochlear implants. MFR guidelines follow using a bandage wrap to secure the implant magnets. Scan was uneventful. After scan, pt complained of pain. X-ray taken showed that the left cochlear implant magnet had moved. On (B)(6) 2018 pt had surgery for unrelated reason and during that surgery, the implant magnet was reseated. The cochlear brand head wrap was used rather than the advanced bionics brand head wrap because the cochlear brand wrap was on hand the technologist and parent/pt had no knowledge or awareness that different head wrap kits existed and that there was a specific wrap kit for this implant. The kits are slightly different but it is unk if one is more effective than the other.